Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the cable insulation of the rf (radio-frequency) head had a small rupture, which did not affect cable functionality, and the rf head lens was cracked. (B)(4)

Event description:
The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification. There was no patient involvement.